Event description:
Information was received indicating that a smiths medical cadd administration set tubing detached from the patient's normal saline 500ml bag resulting in a chemo spill. It was reported that subsequently a new bag was attached to the patient. No adverse patient effects were reported.